Event description:
It was reported that the patient had a distended abdomen and diaphragmatic stimulation that "appears to be coming from the ventricular lead." Follow-up did not produce information confirming that the device was performing normally. The device remains in use and no patient complications have been reported as a resul of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.